Event description:
Adverse event(s): no pt injury reported (no consequences or impact to pt). Product problem(s): "no response from the footswitch" (device inoperable). The customer reported there was no response from the footswitch. The footswitch will only irrigate. The system was rebooted and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and was unable to duplicate the problem reported. The touchscreen was replaced due to an erratic response. The system was then tested and met all product specs. The touchscreen has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).